Manufacturer narrative:
H3: product analysis of the device found that visually, there was no significant damage to the packaging carton. There was no damage noted in the construction of the device. There was a rubber bend holding a wire harness to the tube. There were no traces of any contamination, and no scratches on silver pads/traces. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 71.6 ohms (red), 16.9 ohms (red with white stripe), 41.8 ohms (blue) and 28.1 ohm (blue with white stripe), all within specification. Functionally, the device was connected to nim system (while tube was submerged in a saline solution) for electrode check and functional test. The electrode check passed as soon as connected to the nim system. However, channel 2 (red and red with white stripe leads) was noisy (going over 70 v). After the tube manipulation (tube was manipulated by being pulled out of a saline solution, reshaped, and placed back in a saline solution), the electrode check passed again, and this time channel 2 (blue and blue with white stripe leads) was noisy (going over 150 v). There was an intermittent issue between channels. For further analysis, a syringe was used to inject 15cc of air into the cuff, and cuff inflated/deflated with no issues. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy intra-op, there was noise on nim so the doctor couldn't detect the nerve. The stim returns 3ma. The doctor tried to check the nim by patient simulator and found the nim was normal. Later the issue was identified as connection issue and the procedure was completed with the reported product. There was no harm to the patient.